Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now warning. They reported this did not occur during patient use.

Manufacturer narrative:
Communication with the customer identified the battery pack was expired with an expiration date of 04/2018. The maintenance schedule is not known. Advised the customer to remove the AED from service and contact the distributor for battery pack replacement or AED replacement. Recommended considering AED replacement due to age of unit. Customer stated he will discuss options with distributor. If battery pack is replaced and the asi is flashing red, recommended customer to call back for technical support. As the battery pack is out of warranty it will not be returned for analysis. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function. Maintain the defibtech ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. "Follow all battery pack labeling instructions. Do not install battery packs after the expiration date." "Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date." This device is used for treatment, not diagnosis. The available information does not indicate that the device did not perform as intended or failed to meet product specifications.